Event description:
It has been reported to philips that when servicing the md5 patient bed, they need a piece of wood to hold the bed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Description, (device) problem code grid, evaluation method and results code grid remedial action init (rfb), conclusion code grid corrected. Philips has collected additional information on this issue and completed the investigation. The complaint was opened following a health & safety audit performed by philips on the service activities performed by philips field service engineers. This audit was performed on site at different hospitals in denmark. During the audit, it was documented that, when servicing the ad5 patient table, the service engineer must use a piece of wood to hold the table for certain activities. It was alleged that the dimensions of the piece of wood were not specified in the service documentation. The conclusion from the audit based on this finding was that there was a potential risk of harm to the service engineers. Service documentation has been found and it has been confirmed that the dimensions of the wood to be used to support the table are specified in the service manual (292 mm). Based on this information, philips evaluates this complaint as not reportable. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. The codes ere updated based on the investigation outcome.

Event description:
It has been reported to philips that, when servicing the patient bed, the field service engineer needed a piece of wood to hold the bed. The customer reported that there was a risk of the bearing being damaged during service and a risk of the field service engineer being harmed.